Event description:
It was reported by a healthcare professional that the patient presented to the emergency department because they received a call from their cardiologist indicating that their pacemaker was misfiring and that they needed to seek medical attention. Follow-up was attempted; however, no additional information could be obtained. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.